Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with vomiting and throwing up blood. No other information regarding hospitalization was provided. The patient also reported that the controller was lost at the hospital. Three follow ups were attempted but no new information was provided.